Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen is damaged. Customer cannot read the screen. Customer blood glucose reading was 190 mg/dl. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device was received with minor scratched lcd window and damaged display window cover. No cracked lcd window noted during physical inspection. (B)(4).